Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device had the same phenomenon in the past and was repaired by the service department of olympus iberia s.a.u. And it was confirmed that there was no abnormality at the time of inspection for repair. The instruction manual states that the cause of the abnormality that keeps attention to overpressure is that air is overflowing from other devices or that the anesthesia runs out. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
A year ago, a customer reported the same event and the device was returned to olympus. The customer informed olympus that this event was not the first time. It has occurred with other patients. At that time, an excessive pressure error message was displayed and the pressure fluctuation was large and unstable. After the event reported of this MDR, the customer stated that the error no longer appears on the device. Therefore, the customer did not send the device to any of the olympus locations. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the device showed an error message about excessive pressure and it could not longer be used during a procedure. The customer had to open the patient in order to complete the desired procedure. The procedure was successfully completed without damaging the patient. There was no report of patient injury associated with this event.

Manufacturer narrative:
A formal investigation was initiated to investigate the root cause. Based on investigation data, the following items were considered to be relevant as potential root cause of overpressure events: substantial overpressure occurred due to device failure; although overpressure did not occur due to equipment failure, the measured pressure became a high value; tube clogging occurred; insufflation was performed from other gas sources; or markedly decreased anesthesia.

Manufacturer narrative:
This supplemental report includes a correction to g2 and h8 to provide information that was inadvertently not included in the previous submissions. H6 code (health effect - impact code) has been corrected to code "4631" appropriately. Also, codes have been added to h6 (type of investigation) that were inadvertently not included in the previous submissions. Moreover, further investigation was conducted by olympus, and there is no change to the previously reported findings. The root cause of the reported event could not be identified.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, olympus medical systems corp. (Omsc) assumed that the reported event was caused by followings; -the pressure could not be controlled due to a temporary malfunction of the pressure sensor. -it was caused by an influence other than this device. If significant additional information is received, this report will be supplemented.